Manufacturer narrative:
This supplemental report is being submitted to provide code for type of investigation. Updated fields: h2 and h6. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Event description:
It was reported that during service / maintenance (not in a clinical setting), the flex video scope image was distorted when the angulation was applied. There was no patient involvement.

Manufacturer narrative:
E1 - complete initial reporter establishment name: (B)(6). E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, e1, h2, h3, h6 and h11. The device was returned to olympus for inspection and the reported failure was confirmed. Device inspection found that due to damage on charged couple device unit, a noise image occurs and the image was not displayed. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. A root cause could not be identified. Olympus will continue to monitor field performance for this device.